Event description:
It was reported that the lead was suspected to have insulation damage due to non-sustained episodes and short intervals. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).